Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient developed an open sore underneath the lifevest on her right side. The patient's doctor recommended that the patient put a band-aid over the injury. The patient adjusted the lifevest away from the wound, and covered the wound with a bandage. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.